Event description:
The physician attempted to fire laser while the fiber was locked on to the needle. They realized the laser was not firing correctly when they did not see the results under ultrasound guidance. When they removed the fiber from the needle they realized it was broken. The piece of the fiber was safely removed from the pt. No further medical intervention was required and no harm reported to the pt.

Manufacturer narrative:
The fiber returned for evaluation was in 2 pieces, confirming the complaint. Examination of the ends under magnification gave no indication that the fiber had been fired. This was confirmed by the tag read which noted 0 against number of uses. The broken ends of the fiber did not indicate a clean break. After reviewing the described details the scenario of locking a needle to the fiber was duplicated and it was noted that if a tortuous vein was being treated the fiber could easily be caught by the edge of the needle cutting into the fiber buffer. The needle could then nick the edge of the fiber causing it to break in an almost identical fashion as the fiber returned for investigation. The likely cause of failure is the documented instructions were not followed correctly. A sheath should be used for interfacing with the fiber. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).